Event description:
The patient experienced increased spasticity. The patient's dose was increased many times, but there wasn't any effect. The pump volumes were correct. The pump was on the serial number list for pumps missing propellant, so the health care professional (hcp) replaced the pump. The patient was reported to be "ok" after replacement. There was no patient injury. The pump was used to deliver lioresal.

Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication dated 2008.